Event description:
On (B)(6) 2018, I had a cartiva implant on my toe. The pain is progressively getting worse since I had the surgery. It's hard for me to walk or exercise. I have gained weight. I was told my surgery was a failure by my dr. I am refusing to have another surgery at this time, I can't afford to take time off from work or another surgery. The dr told me I would be considered a success because I'm not getting another surgery. This is misleading and very disappointing that the FDA would back this product. It should be removed from the market. I have developed pain in my knee and hip being that I am trying to keep weight off my big toe when I walk. FDA safety report ID# (B)(4).